Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection, not sure if it was pocket or other. The implantable pulse generator (ipg) system was removed and replaced on the right side. No further patient complications have been reported as a result of this event.